Manufacturer narrative:
Continuation of d10: product ID 8551 lot# 0061985182. Product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider reporting that the cause was due to a bad refill kit. All kits with this lot number were discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine (3.5 mg/ml) and morphine (20 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. The healthcare provider reported that the patient was in for a pump refill, and he couldn't get any fluid out or put any in. The expected reservoir volume was 5.5 ml. The caller stated that he was confident that he was in the reservoir fill port and he was using a medtronic refill kit. He stated that he drew back about 20 cc of air and attempted to push saline into the pump using a 5 cc syringe but was unsuccessful. The agent reviewed options to attempt to get the reservoir valve to release including holding negative pressure using an empty syringe and trying a different refill needle. The agent also reviewed the option of replacing the pump as a last option if he was unable to get the valve to release. The issue was not resolved through troubleshooting. During the call, the caller mentioned a previous time where this happened and it stopped at 35 ml when trying to fill with 40, but he was able to resolve it that time.